Manufacturer narrative:
Additional information: UDI and lot number updated to proper value.

Manufacturer narrative:
Device UDI unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the metalic part of the handle was broken. The device was replaced and mailed for analysis. The part has not yet been received by the lab. Device manufacturing date unavailable.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the metallic part on the back of the handle is broken.

Manufacturer narrative:
Correction: upon further review of the event, it was determined that no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.